Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose (bg) level. No additional information regarding the event was provided.

Manufacturer narrative:
Device not returned.